Event description:
Upon power up, it was discovered that the cryo systems screen was malfunctioning, rendering the machine inoperable. The cryo portion of the procedure could not be performed. Service call has been placed.

Manufacturer narrative:
Testing of actual device found open circuit problem where cause not established. Device was repaired and returned to customer.